Event description:
Information received indicating that a smiths medical cadd ms3 pump lost programming due to no battery. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Investigation could not duplicate the reported issue. According to the investigation, the device was powered up and ran without issues. The investigation reported that the software will be replaced as a preventive measure.